Manufacturer narrative:
(B)(4). Batch # n54j4k. Device analysis: the analysis results found that a tx30v device was returned inside its original package opened. Upon visual inspection, it was noted that the tyvek was delaminated and a piece was adhered to the seal after it was removed from the blister. Possible causes of tyvek delamination are tyvek quality, seal strength, or opening technique; however, no conclusion could be reached as to what may have caused this condition. The reported complaint was confirmed. A manufacturing record evaluation was performed for the finished device lot n4lf7y number, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch n54j4k number, and no non-conformances were identified.

Event description:
It was reported that the device had defective packaging. Torn on tyvek and there was concern of device still being sterile. There were no patient consequences reported.